Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test however, the pump alarmed compromised forced sensor system during prime test at 1.5 lbs due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer also states that insulin was squirting out during the manual prime process. Customer states they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 350 mg/dl. The insulin pump will be returned for analysis.